Manufacturer narrative:
D9 - date returned to mfg on 4/9/2024. Customer complaint is confirmed only in history log unable to reproduce it during testing. No probable cause. As preventive action mech will be calibrated during repair.

Manufacturer narrative:
E1 - initial reporter phone has an extension of 571. The device is available for evaluation- it has not been received.

Event description:
The event involved a plum a+ pump & driver v11.6 fr where the customer reported problem of alarm e451- volumetric problem requests 20ml but receives 23ml. There was no possible programming error. The department doesn¿t know the pump settings, how was the device programmed, what time was the infusion initiated, how long the infusion intended to run for, what time was the delivery issue noted, how much fluid/medication was expected to be left in the container, much fluid/medication was actually left in the container, how much medication was delivered to the patient. There was a patient involved and no harm to patient according to users.